Event description:
Information was received via the remake report in CAPA 24-007 that a remake of the appliance was requested as the internal screw came out and the appliance came apart twice despite replacing the screw. No additional information has been provided.

Manufacturer narrative:
The device is not available for analysis. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. CAPA 24-007 manufacturer reference: (B)(4).

Manufacturer narrative:
Manufacturer previously reported incorrect information in the previous report. The following correction has been updated in this report. Section h6: type of investigation (b), investigation findings (c) and investigation conclusions (d) were updated. Manufacturer reference:(B)(4).

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description. Refer to CAPA 24-007 and hhe 2024-001 for the root cause. Manufacturer reference: (B)(4).